Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has shown irregular high jumps of out-of-range pacing impedance measurements of over 3000 ohms on both the right atrial (ra) and right ventricular (rv) leads. Noise oversensing was noticed in the ra lead resulting in inappropriate atrial tachy response episodes. The latest x-rays showed no changes in the implanted products positioning. Technical services (ts) suggested troubleshooting of both leads. Further information indicates no additional evaluations were performed. No integrity issues of the ra or rv lead were confirmed. The patient will continue to be monitored. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has shown irregular high jumps of out-of-range pacing impedance measurements of over 3000 ohms on both the right atrial (ra) and right ventricular (rv) leads. Noise oversensing was noticed in the ra lead resulting in inappropriate atrial tachy response episodes. The latest x-rays showed no changes in the implanted products positioning. Technical services (ts) suggested troubleshooting of both leads. Further information indicates no additional evaluations were performed. No integrity issues of the ra or rv lead were confirmed. The patient will continue to be monitored. This ICD remains in service and no adverse patient effects were reported.